Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare professional(hcp) via a manufacturer representative regarding a spinal device used in c3-6 laminoplasty. It was reported that the shank of centerpiece screw sheared off while implanting. The implanted tip of the screw was left in the patient. A new hole was drilled and new screw was implanted just adjacent to the sheared screw. The pre-operative diagnosis for this procedure is c3-6 laminoplasty. There were no other symptoms adverse reactions or complications reported as a result of this event. Additional information was received from the manufacturer representative that there was no plate malfunction. It was said that no revision needed. The broken fragment is not available, the hospital disposed of it.